Manufacturer narrative:
(B)(4). S/w ver. 5.2c. Retainer ring = black. Customer returned insulin pump for an alleged pump error 41 and 43 on (B)(6) 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion, force sensor, and self test. No unexpected pump error 41 or 43 alarms during testing however, pump error 41and 43 alarm (line number = 713 file number = 121) is found in the formatted history file on (B)(6) 2022 23:39:11.000. Successfully downloaded history files and traces using thus software. Also, a failed batttest (58) was found in history file on (B)(6) 2022 23:39:29.000. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the battery tube assembly noted. The insulin pump was received with scratched lcd window and scratched case. In summary, customer alleged pump error 41 and 43 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated that they were able to clear alarm and rewind the insulin pump. Customer stated that insulin pump was failed in displacement. No harm requiring medical intervention was reported. The device was returned for analysis.